Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (02/27/2014)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2014 and (B)(4) 2014 with the following findings: the meter and test strips both passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient¿s mom contacted lifescan (lfs) alleging her daughter¿s one touch ping meter was having an ¿unusual issue¿. She alleged that the result she obtained from the subject meter was not displaying the same result when downloaded into the animas software. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue began on (B)(6) 2013 between ¿1-3 pm¿. The patient manages her diabetes with an insulin pump. The reporter stated, at the same time the alleged issue occurred, the patient had food and or drink in response to the alleged issue. The reporter claimed the patient did not develop any symptoms and there was no mention of receiving medical treatment for a high or low blood glucose excursion. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved.